Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for device upgrade procedure on (B)(6) 2018. The physician was unable to remove the atrial lead from the pulse generator due to the set screw was stripped. The physician chose to cut the leads and cap it. The device was explanted. The patient was stable.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. Evaluation of the device header found the atrial set screw inset had been stripped which is consistent with procedural damage.